Manufacturer narrative:
B5: this cs was created because we obtained information about patients who may be using heartmate products through the literature. The author of this literature is not affiliated with a medical institution, so patient information could not be identified. Facility name: internal control number: (B)(4). Information date: 2024/10/15. No further information provided. A supplemental report will be submitted once the manufacturer investigation is complete.

Event description:
It was reported that the patient fell down when standing up while at the park. It was noted that the temperature was 26.3 degrees celsius. The lvad alarmed and emergency care was requested by the patient's friend. The fire brigade and ambulance arrived. The patient's airway was secured and the patient's mother, who was their caregiver, and their friend accompanied them. The patient's level of consciousness was jsc200. Respiration was 24 times/min. Their pulse was weak in the common carotid artery, and electrocardiogram (ECG) waveform was wide qrs waveform. The alarm that sounded from the controller was indicated as "low flow". The doctor had instructed the patients mother to contact their home hospital, tokyo medical and dental university hospital, to be transported. The hospital was an hour away. Due to the distance, it was decided that the patient should receive shock infusion (2 drops/second) , and they should be transported while performing tracheal intubation in case of respiratory arrest. The doctor ordered that the patient be transported without performing chest compressions or defibrillation if the patient's lvad was operating. Five minutes after leaving the site, an improvement in the level of consciousness was observed on the way to the transport, and the eyes began to open as jcs10. After another 10 minutes, the patient had improved to jcs3, but the ECG changed to a ventricular fibrillation (vf) waveform, and the pulse was not palpable. At this time, the patient's consciousness level was a 3, and they were able to have simple conversation. Their respiratory rate was normal at 24 breaths per minute, and it was determined that the lvad was functioning normally. Chest compressions and defibrillation were not performed. Forty-two minutes after the vf waveform appeared, the alarm stopped, the ECG returned to its original wide qrs waveform. It took 57 minutes from departure to arrival at the hospital. The name of the injury or illness at the time of handover of the physician was "seizure of unconsciousness" and "severe." Later, the doctor in charge expressed the opinion that the patient's condition was not caused by a malfunction with the lvad device, but also by the weather condition on that day. The blood pressure decreased due to dehydration, and the "low flow" alarm sounded, leading to loss of consciousness. The effect of shock infusion was considered to be one of the reasons for the improvement in the level of consciousness before the arrival at the hospital. The patient left the hospital walking on their own after 9 days of hospitalization.

Manufacturer narrative:
This event was determined to be supplemental information, and the investigation results will be submitted under MFR # 2916596-2022-11147.